Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The used cartridge was returned. An opened pouch for lot reported was also returned. This may have been the replacement cartridge pouch. The cavity for lot does not correspond the cavity identified for this issue. The returned cartridge is a cavity 173, which is related to a cavity mix for cavity 175. Viscoelastic was observed in the cartridge. The tip of the cartridge has medium stress. The cartridge has evidence of placement into a handpiece. The used cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted. The cartridge was top coated. Non-coated areas were observed on the sides of the nozzle. The lens was returned in the lens case. Viscoelastic was dried on the lens. One haptic was broken-gusset area, not returned. The lens was cleaned with klrp for further evaluation. The lens has two stutter scratches on the posterior surface in the travel path. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The used cartridge returned for this complaint was observed to be molded using the cavity 173 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. This mold attribute was discovered during an internal review, and all product manufactured with cavity 173 company iii d cartridges were placed on hold as part of that investigation. However, a cavity mix occurred at the supplier, resulting in cavity 173 cartridges being inadvertently released within a cavity 175 batch. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The root cause of the cavity mix was determined to be inadequate line clearance / process controls at the molding vendor packaging operation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, scratch on lens was noticed. The surgeon reported seeing the issue while the iol was being advanced through the nozzle of the cartridge, did not proceed with inserting and removed before affected iol was inserted. Additional information was received stating there was no patient contact with the device and the surgery was completed with replacement iol.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).